Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 800 mg/dl. Customer had blood glucose level of 274 mg/dl. Customer was treated with insulin drip. The insulin pump will be returned for analysis.